Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
At 13:00 a (B)(6) customer received a blood glucose reading of 17.5mmol/l from the contour next link 2.4. He gave himself a bolus of 6.6units of insulin. At 18:00 he tested again and the result was 33.3mmol/l. He gave himself 20units of insulin. At 19:00 he tested again and the reading was still 33.3mmol/l. He did not remember anything after that. The paramedics had been called and customer was given IV glucose. The last test run on the paramedic's meter was 6.4, and the reading on the contour next link 2.4 was 33.3mmol/l the customer retested on his meter with a new bottle of strips and the reading was 10.4. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. The customer was advised to return the strips for evaluation.

Manufacturer narrative:
The returned strips appeared to be possibly degraded. When tested with blood the readings were greater than 25mmol/l out of range. Control results were an average of 555mg/dl high out of range. Retention reagents gave satisfactory performance. See (d4) for the corrected lot# and expiration date of strips, and (h4) for the corrected manufacture date. A different lot# was provided in the initial report.